Event description:
It was reported that a patient underwent primary breast augmentation with two mentor memorygel xtra breast implants. Post-operatively, the patient was diagnosed, in office, with right breast capsular contracture (baker grade iii-IV) and left breast asymmetry. As a result, the patient underwent major mastopexy on the left breast, partial capsulectomy on the right breast, lateral quilting sutures on the left due to lateral stretching, and bilateral breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were (right) 375cc mentor memorygel breast implant catalog: 3503751bc, lot: 9950521 sn: (B)(6) and (left) 325cc mentor memorygel breast implant catalog: 3503251bc, lot: 9982257 sn: (B)(6). This medwatch form is for the left breast prosthesis. Complications on the right breast have been reported under mrn: 1645337-2024-00499.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 2, 2024, the mentor failure analysis lab received the device for evaluation. On april 15, 2024, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth mod + prof xtra 490cc breast implant had a tear on the posterior view, measuring approximately 0.6 cm. Leak testing was performed, in accordance with mentor procedures, and no other areas of gel exposure were detected during the analysis. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have being damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.